Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: during jugular placement the tulip filter was placed too high and with the hook tilted into the renal vein. Filter was retrieved and another filter was successfully placed. Cook was unable to conduct a review of the DHR, as the lot number of the complaint device was not provided for the investigation. No imaging was provided, the filter was not returned, and based on the limited information made available for us it would be inappropriate to speculate at what may or may not have caused the filter to be placed too high and with the hook tilted into the renal vein. However, it is noted that the cook representative saw the flouroscopic images and confirmed the incorrect placement of the filter was not caused by ¿issues with the products.¿ cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# pr30966 blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) k172557. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "we had some difficulty with a tulip filter yesterday and needed to retrieve it using our gtrs kit and place a new filter. Supposedly the gtrs did not open well too." Rep went to the lab and spoke with the attending physician. There were no issues with the filter or the retrieval (gtrs) kit. The "issue" was a resident physician placed the filter too high and the hook was tilted into the renal vein. The attending came in and helped retrieve it, then they placed another filter at the correct level. Rep saw the fluoroscopy images they saved as well, there was definitely no issues with the products. Patient outcome: unknown.